Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for chest pain. Competitive atrial pacing caused by long pvarp and long pav delay was observed. Programming changes were recommended. No further information available.